Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'downstream occlusion test is going off at 20 psi, outside of the recommended specs' which was reproduced through troubleshooting of the device. A review of the event history log identified the multiple presence of 'downstream occlusion! Messages. The cause was determined to be failed force sensor which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a downstream occlusion test with 20 pounds per square inch (psi) outside of the recommended specification. The event happened during the preventive maintenance at the biomed service department. There was no patient involvement. No additional information is available.